Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing and high thresholds were observed. The atrial lead was found to be dislodged and was found to be in the svc. Lead was explanted and replaced. The patient was stable and no symptoms were reported.